Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have not felt well recently, possibly due to the lead not working properly. They received a shock and heard an alert tone. The patient was told the device had turned around and the device and lead would need to be adjusted. Follow-up information indicated that x-ray showed that the right ventricular (rv) lead had dislodged, causing the patient to be shocked inappropriately. Detections were turned off and the lead was later repositioned. It could not be determined if the device had rotated. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.